Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer received an occlusion alarm during bolus delivery. The customer's blood glucose level (bg) was impacted; the customer could not be recalled. The customer changed out the infusion set and delivered a bolus via the pump to address the bg level. The customer started using a new box of cartridges and had not received another occlusion.